Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device is showing signs of early battery depletion. The battery began losing power rapidly approximately three months after implantation, and the cause cannot be determined from the device data. A full analysis is recommended, which would require sending the device back to the manufacturer. The facility was notified via voicemail with the test results. If continued monitoring is needed, the device will need to be replaced. No adverse patient effects were reported. This icm device remains in service.